Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to a capture anomaly.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the capture anomaly was high capture threshold. Lead was capped and replaced when during device replacement. Patient did well during procedure with no complications.